Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was refilling medications with a cubie open when an error message appeared briefly and cleared before it could be read. The machine then initiated a countdown for a forced reboot, which located on ob nur. And the customer concerned that if this issue had occurred during a medication removal, it could have resulted in patient impact. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist (tss) dialed in to the medstation and reviewed the facility's maintenance schedule, confirming that the station's auto reboot setting was disabled. The tss verified that all settings were consistent with the medstation not performing an automatic reboot when the customer was logged in. The customer reported that a user had been logged in during the reboot and requested information regarding the patch arrival time and whether a reboot had been pending at that time. The specialist informed the customer that this information could not be checked and explained that patches can override the medstation auto reboot configuration. The tss also explained the nature of the unexpected reboot and clarified that it was a system initiated restart based on the event viewer records. The system functioned as intended after the technical support specialist investigated the device.